Manufacturer narrative:
(B)(4). The product has been returned to external contractor for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during inspection and testing the device doesn't mesh properly. There was no patient involvement, therefore no harm. There was also no delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that during inspection and testing the device doesn¿t mesh properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) four times as documented in the vdoc service portal and repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device doesn¿t cut properly and the cutter, roller, side plate and ratchet gear were replaced. This is not a related issue. Product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that the cutter was defective. There was also a screw missing from the ratchet handle. Repair of the meshgraft ii was performed by flextronics on (B)(6) 2019 which included replacement of the cutter and ratchet screw. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the cutter was defective. If the cutter is defective it will not allow the graft to be meshed properly when ratcheted through the device. This is because the cutter produces perforations in the skin graft to allow it to cover more surface area. The root cause of the reported event was due to the cutter. During the product review by flextronics it was noted that the cutter was defective. If the cutter is defective it will not allow the graft to be meshed properly when ratcheted through the device. This is because the cutter produces perforations in the skin graft to allow it to cover more surface area. It is unknown with the information that was provided what caused the cutter to become defective. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.